Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user noticed that the medical unit pick and delivery report displayed incorrect quantities showing severe variances despite the units had been recently filled. The manage inventory tab on the server reflected the correct quantities, but the printed pick and delivery report did not. The user noted that all main cabinets were replaced earlier in the week as part of a planned bd replacement project, and these reporting inaccuracies were caused medication delays for patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discrepancies between the medication refill list in the server application and the actual inventory needs at the station. A technical support specialist (tss) reviewed the station data and confirmed that the inventory report generated directly from the device matched the inventory data displayed in the server. The discrepancy was isolated to server generated reports. Investigation of the report server revealed that extract transform load (etl) processes had been failing, resulting in outdated report data. Tss retrieved error logs, applied corrective steps per knowledge article, esr etl failure violation of primary key constraint 'pk__#duplica__11845f4750244576', and restarted the etl. Etl cycles were monitored through with no further errors, and performance queries confirmed consistent five-minute cycle durations. The etl error in heath sight viewer (hsv) cleared, and inventory data across the server, station, and generated reports aligned as expected. The system functioned as intended after the technical support specialist troubleshot the device.